Manufacturer narrative:
A ge rep evaluated the system and replaced the power cap module and filament driver board. System operates as intended. (B) (4).

Event description:
The customer reported the system displays a precharger error during boot up. No patient injury was reported.